Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Bg was treated by drinking soda. Reportedly, the low bg was caused by the pump's settings. The customer consulted with the healthcare provider to adjust the settings.